Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.